Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device requested, not yet received.

Event description:
During a procedure, the suture passer would not pass the suture. There was a delay in procedure of unknown length. Competitor product was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Functional test was completed on the returned instrument; however, reported event could not be confirmed as the returned device functioned as intended. Visual inspection of the suture passer showed damage consistent with normal use of the device. Part is assumed to be conforming when it left zimmer biomet control. Root cause cannot be determined at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.